Manufacturer narrative:
Date of event: exact date unknown. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5173840. Product family: scs-extension: upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 7062855. Product family: scs-extension: upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 7062966. Product family: scs-extension: upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 5152066. Product family: scs-extension: upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 7041407.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the leads had high impedances. Attempts to reprogram the device were unsuccessful and the patient underwent a revision procedure where the leads were replaced and the lead extensions were removed. At that time, the physician had relocated the implantable pulse generator (ipg) from the anterior right side to the upper right buttock to accommodate the removal of the lead extensions. The patient did well post-operatively.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the leads had high impedances. Attempts to reprogram the device were unsuccessful and the patient underwent a revision procedure where the leads were replaced and the lead extensions were removed. At that time, the physician had relocated the implantable pulse generator (ipg) from the anterior right side to the upper right buttock to accommodate the removal of the lead extensions. The patient did well post-operatively. This is a duplicate report. Please refer to MFR number 3006630150-2022-00548 for further information.